Event description:
When the procedure was over, the ballast 088 long sheath (ballast90) was being removed from the radial artery of the patient when the artery developed spasm. While being removed, the catheter broke and a fragment of the catheter was left intravascularly inside the radial artery of the patient.